Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of been hospitalized on (B)(6) 2017 with blood glucose of 500 mg/dl. Customer had symptom of high blood glucose; customer had a stomach ache. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for two days. Customer was wearing insulin pump at the time of hospitalization. Customer reported that prior to hospitalization, infusion set was not delivering insulin and customer's blood glucose elevated to 522 mg/dl. Insulin pump was then suspended and customer was treated with manual injection. Customer declined troubleshooting.